Event description:
It was reported that during an angioplasty procedure involving a heavily calcified lesion in the mid right coronary artery (rca), the liberte' monorail stent delivery system was difficult to remove form the guide catheter following deployment. The liberte monorail stent was deployed with the balloon inflated to 16 atms for 13 seconds. The balloon appeared to fully deflate following deployment. When the liberte' monorail stent delivery system was attempted to be removed, instead of coming back into the guide, the guide proceeded to move forward into the rca approximately 50-60mm. The guide was then pulled back into the correct position and the liberte' monorail stent delivery system was attempted to be removed a second time. The balloon came loose after 20-60 seconds and the liberte' monorail stent delivery system was removed and the case completed. The pt appeared to be in a satisfactory condition at the end of the procedure, however the physician has concerns as to whether or not a dissection was caused and whether or not this will present itself as a complication at some point after the actual event. The procedure was successfully completed with this device. No pt injuries or complicatins were reported. Pt status is reported as 'stable immediately after procedure.' Further info has been requested.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.